Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Microscopic examination of the pump noted the kink resistant tubing (krt) was worn to the filament, however, the pump passed leak testing. Functional testing was also performed, and the pump did not pass activation testing. Based on the results of this investigation, a most probable conclusion code of cause traced to component failure was selected.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
Following an internal review, it has been confirmed that boston scientific corporation (bsci) complaint records (B)(4) (FDA initial emdr report number: 2124215-2025-30071) pertain to the same incident. Accordingly, internal record number (B)(4) was identified as a duplicate of (B)(4). The primary record, (B)(4), will be maintained for all future reference and investigation. Record (B)(4) will be closed, and no further action will be taken under it. All relevant information and follow-up activities will be consolidated under complaint record (B)(4). Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Microscopic examination of the pump noted the kink resistant tubing (krt) was worn to the filament, however, the pump passed leak testing. Functional testing was also performed, and the pump did not pass activation test 3. Based on the results of this investigation, a most probable conclusion code of cause traced to component failure was selected.

Event description:
It was reported that this inflatable penile prosthesis ipp did not work properly. Two weeks later, the patient presented in clinic during which time the physician observed the pump would remain dimpled when depressed. A surgical procedure was subsequently performed, and the pump was explanted and replaced with a new pump. No patient complications were reported.